Event description:
It was reported the during an acdf c3-c6, the hex head of the screwdriver broke off while trying to advance the screw. All broken fragments were successfully retrieved. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via visual inspection. The tip was confirmed to be fractured. The fragment was removed from the patient. Manufacturing history was reviewed and no issues were identified. Age of the instrument was found to be approximately 8 years old. Conclusion: the probable root cause of the tip deformation is the age of the instrument.

Event description:
It was reported the during an acdf c3-c6, the hex head of the screwdriver broke off while trying to advance the screw. All broken fragments were successfully retrieved. There are no reports of adverse health consequences to the patient.